Manufacturer narrative:
Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was crack at insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.